Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800190 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip fell from the applier and was not locking at the jaw. There was no patient injury.

Event description:
It was reported that the clip fell from the applier and was not locking at the jaw. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Reference file pic_anp1900060554 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load due to being out of position. The device was manually adjusted to ensure proper clip placement in the channel in order to determine if any other functional issues were present with the device. The second clip was able to properly load and was successfully attached to over-stressed surgical tubing. The remaining clips were fired with the same results. The broken ratchet caused the clips to become out of position which would prevent the clips from properly loading into the jaws. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. It could not be determined why the ratchet broke. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip fell from applier and not locking" was confirmed based upon the sample received. One device was returned. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load due to being out of position. The device was manually adjusted to ensure proper clip placement in the channel in order to determine if any other functional issues were present with the device. The remaining clips were able to properly load and were successfully attached to over-stressed surgical tubing. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position in the channel. It could not be determined why the ratchet broke. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined. Additional method code: 26